Manufacturer narrative:
Conclusion: device appeared to have been subjected to too much bending force at the hub/shaft junction.

Event description:
The neuron delivery catheter broke on the proximal end near hub, used tape on catheter to finish case. No harm to patient.